Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff was explanted to be downsized and a 4.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff was explanted to be downsized and a 4.0cm aus cuff was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient experienced atrophy.